Event description:
It was reported that the customer experienced a blood glucose (bg) level of 204 - 300 mg/dl and a high ketone level. Reportedly, the customer was using novolog supplies for over 72 hours. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin and saline. No information was provided regarding the release date; however, customer indicated the issue was resolved and no permanent damage was sustained. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.